Manufacturer narrative:
(B)(4). Follow up. It was reported there is a defective ring seal. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and droplets of a red solution. There is a droplet of solution between the stopper ribs. No other information could be obtained from the photo. A device history record review was completed for provided material number 301035, lot 3163908. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None, it was removed out of application.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 301035. Batch# 3163908. It was reported by customer that I am wring to report the issue of defective ring seal of syringe (1x). The 1st ring seal is defective. Please find attached image. Cat: bd301035 lot 3163908.